Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient was unable to remove the battery from the battery compartment and that it looked like the battery had leaked inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: visual inspection did not find any physical damage to the pump casing. Leak testing did not show any leaks inside the pump, but there was moisture inside the battery compartment wall. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.